Event description:
On (B)(6) 2023, the customer alleged to medela llc that her freestyle flex had low suction even after replacing the parts. Additionally, the customer alleged that she thinks it caused her to get mastitis for which she was prescribed an antibiotic.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer by verifying parts are being washed according to instructions for use and that the customer did not have any milk backup. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 3/13/2023, the customer stated that she developed mastitis on (B)(6) 2023 and was prescribed an antibiotic and the mastitis is now resolved. The customer also stated that she has received the swing maxi and does notice a difference in output and is waiting on the freestyle flex to be shipped to her. Additionally, the customer stated that she was using the freestyle and the freestyle flex when she developed mastitis. On 3/15/2023, the complaint handler contacted the customer by phone to clarify her response on the two pumps she was using while developing mastitis. The customer stated that she is not sure that the pumps caused her mastitis because she is an over producer, but the freestyle flex had low suction, while the freestyle had better suction. Based on the results of our internal investigation (reference number ca11-001), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.